Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual evaluation of the as returned product identified that the internal threads/hex were rounded/damaged. Additionally, there was bone residue around the external threads that were damaged possibly during removal. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. No pre-existing conditions were noted on the per. The implant had been placed on tooth # 35 (fdi) for approximately 6 months. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the oss411dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: damaged drive feature). July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant internal hexagon was damaged and it was removed. Doctor noticed the damage when removing the healing abutment. Procedure was completed by placing a new implant.